Manufacturer narrative:
G2: the country of the event is germany. G4. Please note that this device (cx01b-c) is not marketed in the united states; however, it is same to the united states marketed device with catalog # cx01b, 510k# k102397 and UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for kyphoplasty procedure. It was reported that the cement set too quickly and could no longer be used. There was no patient involved as the event occurred during initial setup. The procedure was completed successfully.